Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed stuck motor failure. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test. However, device alarmed no motor movement error during rewind due to connector unlocked on printed circuit board. The motor was tested outside of device and passed. Device received with minor scratches on lcd window.